Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, deformation on the device. Brown particles observed, on the surface of the device. Observed, wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted.